Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented to clinic for non-sustained lead noise episodes due to post-paced t-wave oversensing. The patient condition is good.